Event description:
It was reported to boston scientific corporation that during a prostate biopsy procedure, the device was cocked and kept misfiring. The device misfired again and was discarded after the second attempt.

Manufacturer narrative:
The product is not expected to be returned for analysis. If the product is returned at a later date, a full analysis will be conducted. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found 2 other similar complaints from this lot. A failure analysis could not be performed due to the non return of the product. The product is not being returned and is therefore, being closed for administration purposes. If the device is returned at a later date, a complete analysis will be performed and the findings added to this file. No conclusions could be drawn regarding either the validity or possible root cause for this complaint. Product unavailable for analysis.